Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the helical blade/screw coupling screw (p/n: 03.037.026, lot number: 9956791) was received at us cq. Upon visual inspection, the proximal threads of the screw are stripped. The distal threads are in good condition. A few scratches/deformities were observed above the proximal threads and along the body of the complaint device. No damage or defect was noted to the remaining features or components of the returned device. This complaint is confirmed as the proximal threads of the screw are stripped and would be unable to assemble with a mating device because of the stripped threads. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.037.026, lot: 9956791, manufacturing site: bettlach, release to warehouse date: 05.09.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the helical blade/screw coupling screw threads on inserter are messed up so it won't thread into the blue handle. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown insertion instrument (part# unknown, lot# unknown, quantity 1). This report is for one (1) helical blade/screw coupling screw. This is report 1 of 1 for (B)(4).